Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl and a blank display. The customer treated with insulin. The customer was assisted with troubleshooting but the display did not return. Customer was advised to change out the battery but the call was disconnected. Troubleshooting called customer twice and left a voice mail message. No further assistance needed.